Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
User facility medwatch report received that states "the device seemed defective during deployment. The md did not feel that the anchors deployed in the artery the proper way. Another device was used and the patient was not harmed." The reporter was contacted, but was unable to provide any further information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure of the vessel locator wings to deploy was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure of the vessel locator wings to deploy incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.